Event description:
A shoulder revision surgery was performed on (B)(6) 2026. The metal back tt aug.360 baseplate #s-r 19°x (product code: 1375.15.569 - lot: unknown) become loose due to a fracture of the glenoid. The list of devices involved during revision: tt aug.360 baseplate #s-r 19°x (product code: 1375.15.569 - lot: unknown) - sold in us, smr glenoid peg tt small-r #m (product code: 1375.14.652 - lot: unknown) - sold in us, bone screw ø6,5 h.20mm (product code: 8420.15.010 - lot: unknown) - sold in us, bone screw ø6,5 h.25mm (product code: 8420.15.020 - lot: unknown) - sold in us. Event occurred in austria.

Manufacturer narrative:
No review of manufacturing records for complained parts can be performed either since lot number of involved device tt aug.360 baseplate #s-r 19°x (product code: 1375.15.569 is unknown.